Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed helium leak test, the helium was more than 60 mhg. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4,d9,e1 (event site state - zz, event site postal code - (B)(6),site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code, investigation conclusions),h10. Additional contact information - name:(B)(6). A getinge field service engineer (fse) evaluated and stated that the helium leak was more than 60 mmhg. He replaced the helium fill manifold assembly and performed a pm and safety checks. Repair performed and unit cleared for clinical use and returned to customer. The defective components were received for further investigation. Fat cannot install and test this part due to it being separated from the helium reservoir assembly. Not able to investigate this complaint any further. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.